Event description:
It was reported that the patient presented for a dual chamber pacemaker implant procedure. During the procedure, it was noted that the helix of the right atrial lead failed to be retracted before the lead is placed in the body. The lead was replaced during the procedure to resolve the issue. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
The reported helix mechanism issue was confirmed. Final analysis found the complete lead was returned in one piece with a stylet inserted. Visual inspection found the extended helix clogged with blood. The cause of the reported event was due to blood clogging the helix at the helix region. Electrical testing was normal with no anomalies found.